Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: "the patient is using the ventilator normally and suddenly device reports a technical error, tf: 5507. Patient was replaced to another ventilator. "